Event description:
It was reported that while preparing for an esophagogastroduodenoscopy (egd) with dilatation procedure a shaft kink was noted. A cre wg 18-20mm/240cm/5.5 f/g had been selected to treat an unspecified esophageal stricture. The device was opened and it was noticed the catheter was kinked. The packaging did not appear to be damaged. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be complete. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.